Event description:
Diagnostic cardiac cath requiring pci of diagonal 2 vessel 7fjly guide, 0.014 atw wire, 2.25 cutting balloon at 6, 7, 9 atm. Initial inflations with residual stenous. Final inflation resulted in rupture of vessel and extravastion. Emergent pericardiocentesis performed.